Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of gablofen at 100.6 mcg/day via an implantable pump for intractable spasticity and stroke. It was reported the hcp believed the patient might have an infection, as the pump site was swollen and bleeding/hemorrhagic on the sides, and there was redness. The hcp reported issue began about three weeks earlier (relative to the date of the report, (B)(6) 2018) and the issue was not getting better. The hcp did not believe there had been any antibiotics administered at this time, and the pump would be explanted the next week, after (B)(6). The hcp stated they have weaned the patient down to 100 ug/day and started oral baclofen. The situation was being addressed by hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported an infection had been diagnosed at the pump site. The patient experienced swelling, pain, and induration around the pump site. The device was explanted on (B)(6) 2018. The device would not be returned for analysis. The device was discarded. The patient received vancomycin intravenously at home for 14 days. It was reported the patient was currently stable on oral baclofen and lorazepam.